Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient initially reported that the catheter was "leaking around the silver area." This event occurred during fill two of four while using the home choice. The technical service representative had the caregiver stop therapy. Upon followup, the nurse stated that the issue was not with the catheter but an incomplete connection between the transfer set and patient line and that the cause was just a loose connection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.